Manufacturer narrative:
The affected device was examined onsite by dräger service. The log fie was not available for the investigation. During the examination of the device by the dräger service, a faulty power supply unit was identified as the cause for the switch to battery operation. In addition, the internal battery was found to be out of specification. After replacing these two components, the device was tested by the dräger service and confirmed to be operating as per manufacturer´s specification. The capacity of the internal batteries must be checked regularly during maintenance. The service life of the batteries is highly dependent on the use conditions. Under unfavourable operating conditions and frequent transport, it may be necessary to replace the batteries much earlier. If the evita 4 is equipped with an internal battery, it switches to battery operation in case the mains power supply fails and informs the user accordingly. The device continues to operate depending on the installed battery capacity. After the battery is discharged, an audible power failure alarm sounds for at least 2 minutes. The airway system is open at this point to allow spontaneous breathing. The device reacted to the power failure as specified and switched to battery operation. The internal batteries could not maintain the specified capacity and switched off prematurely.

Event description:
It was reported that the device switched to battery operation with the message "power failure". The battery power did not last until the device was replaced. There were no health consequences for the patient reported. During internal review, it was detected that the event was reportable as a stop of ventilation due to worn-out internal battery could not be excluded. The device has no UDI as an UDI was not required at the time the device was manufactured.